Event description:
It was reported that the patient had rhbmp-2/acs implanted in a sinus augmentation procedure in 2008. Post-op, the patient developed facial swelling and edema that spread into his eyelids. Reportedly, the swelling is improving. The patient also reported pain when he pressed on the surgical site.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.